Manufacturer narrative:
The customer¿s report that the tubing set separated at the y-site connector was confirmed. The sets were inspected for kinks, holes/tears in the tubing or damages to the components. Visual inspection of the set noted separation at the engagement between the tubing and the second smartsite inlet port. Examination under magnification observed insufficient solvent at the end of the tubing and that the tubing was not fully inserted into the smartsite inlet. Functional testing was deemed unnecessary due to the separation and obvious leaking that would occur. The tubing¿s outer diameter was measured and found to be within measurement specification. The root cause was identified as insufficient/lack of solvent being applied at the affected engagement and that the tubing was not fully inserted into the smartsite inlet due to equipment and/or operator error. A device history record for model 2426-0500 with lot number 20023003 was performed. The search showed that a total of 34,563 units in 1 lot number were built on 09feb2020. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set.

Event description:
It was reported from the labor and delivery unit that the tubing set separated at the y - site connector.

Manufacturer narrative:
Report source: csc product inventory specialist. The affected product has been received and the investigation is pending. A follow up report will be submitted once the failure investigation has been completed.

Event description:
It was reported from the labor and delivery unit that the tubing set separated at the y - site connector.